Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose for about 6 months. Customer's blood glucose value is unknown. She stated that the customer's doctor stated that they had been having problems controlling the customer's blood glucose level due to the base insulin pump. She mentioned that the doctor recommended to increase and decrease the insulin during certain times. Troubleshooting was declined and she was advised to contact the doctor to discuss upgrade options.